Event description:
It was reported that the pt had an abscess at the infusion insertion site. The pt chose a new insertion site using a new infusion set and a second abscess formed. The pt went to her endocrinologist and a dermatologist and began taking antibiotics. The pt discarded the infusion set. The infusion set and infusion device were replaced. The infusion device was requested to be returned for product eval.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. It further info is obtained it will be provided in the supplement report.